Manufacturer narrative:
(B)(4). Philips investigated this issue and additional information was obtained. It was clarified that while at the customer site, a philips field service engineer discovered that an m3535a heartstart mrx device (sn (B)(4)) had been upgraded to software version t.00.00. This software version is intended for use on the m3536 heartstart mrx, designed for use in the pre-hospital/ems environment. Additional investigation determined that the software upgrade had been performed by a laerdal sub-contractor. The laerdal sub-contractor confirmed that he was not asked to perform the upgrade. This software is for m3536a devices only. The m3535a functionality may be lost. Philips contacted the laerdal service manager, responsible for engineering training for laerdal for all of (B)(4). The laerdal service manager confirmed that this was an isolated occurrence; indicating that they have identified no additional reports of m3536 software upgrades having been applied to an m3535a device due to a servicing error. The laerdal sub-contractor has been retrained on the servicing of the heartstart mrx device in order to prevent this issue from recurring. In addition, the philips field service engineer who originally discovered this issue has reviewed all of the other devices at the customer site. No additional devices were found in this state. The reported symptom resulted form a servicing error where the incorrect software was loaded on to the device.

Event description:
The customer reported that software upgrades that they believe are only for m3536a devices have been applied to this m3535a device. There was no pt impact.